Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Gearbox, leaks-input seal. Gearbox - (B)(4): leaks - input seal discovered during bench test. Coupler, clamp and clamping hardware not returned. Unit disassembled so can not guarantee kit number is correct. Motor - (B)(4): broken collar for the clamp to attach to. Broken piece in the box. Ran during bench test but not on sciemetric. Grease on outside of motor near output shaft but don't see any in the brushes area internally. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was not confirmed. The motor was connected to test equipment and was able to drive properly without vibration or brake failure. However, the gearbox was observed to have a grease leak. It is possible that when the gearbox and motor are connected, the grease leak could cause problems with the motor output. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The provider states the motor has a strong vibration that is allegedly causing the brake to disengage.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the motor has a strong vibration that is allegedly causing the brake to disengage.